Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was treated by paramedics after their blood glucose level (bg) dropped to low (<1.1 mmol/l, <20 mg/dl) while wearing the pod between 4 and 24 hours. The patient's father gave her glucose tablets and then ended up giving her nasal glucagon before calling the ambulance. When the ambulance arrived, they treated her with fast acting glucose. The patient was not taken to the hospital.